Manufacturer narrative:
(B)(4). Event description continued: the sgc was pulled into the right atrium leaving the clip attached to the septum and the shaft of the cds. Using the left groin, another access site was used to advance another sgc into the right atrium and through the same transseptal puncture next to the clip attached to the septum. The clip was successfully deployed along with another clip. The mitral regurgitation grade was reduced from 3 to 1 with the implantation of two clips. After the removal of the sgc and cds from the left groin, a patent foramen ovale closure system was used. The first part of the closure system was deployed on the left atrium side and the clip that was stuck on the septum was released from the cds. The second part of the closure system was then deployed, closing the transseptal puncture and securing the clip. The first sgc and cds were then removed from the right groin. There was no adverse patient sequela. The patient was clinically stable post procedure. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter (x2), clip delivery system (x2). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip could not be closed, was difficult to remove and was deployed on the atrial septum, which is considered serious injury. It was reported that during a mitraclip procedure, the clip delivery system (cds) was introduced into the anatomy via the right groin access. After the clip was introduced into the left ventricle and when closing the clip after the first grasp of the leaflets, a "hard resistance in the arm positioner" was felt and a squeaking like noise was heard. The clip was opened and inverted and was retracted back into the left atrium for repositioning. Once the clip was in the left atrium, the clip appeared to be out of alignment and the cds appeared to be curved. When the clip arm were attempted to be closed they remained in opened to approximately 40 degrees and could not be completely closed. Again a "hard resistance" was felt at the arm positioner; the arm positioner was turned to the hard stop. To try to close the clip arms further, the actuator knob was pulled which pulled the mandrel (inner rod). The clip arms were closed a bit more, but not enough. An attempt to invert the clip was performed, however, at this point, the clip could not be inverted or closed any further; the arm positioner could not be turned any further in the closed position. Unsuccessful attempts were made to retract the clip into the steerable guide catheter (sgc) in the open position. An unsuccessful attempted was made to try to lasso the clip with a snare and tighten the clip arms to close it. During an attempt to remove the clip outside of the sgc, the clip became stuck on the septum with one arm in the left atrium and the other in the right.

Event description:
Subsequent to the previously filed medwatch, additional information received indicating that during deployment of the clip, the actuator knob was able to be turned the required eight counter clockwise turns. However, as the "welded stud" found on the proximal end of the cds handle was already pulled out a few centimeters, the welded stud came completely out of the cds handle when the actuator knob was pulled to release the clip from the cds. When in left ventricle prior to the clip closing problems, there were a few grasping attempts. After grasping the leaflet, the clip was closing when the hard stop was experienced. The clip was opened and inverted to be retracted back into the left atrium. When the hard stop was experienced again in the left ventricle and the clip could not be closed, the mandrel was not yet poking out of the actuator knob. The release pin was removed during the attempt to pull the actuator knob to try to fully close the clip. The actuator knob was stable at this point. The mandrel did not poke out of the actuator knob until the end of the trouble shooting maneuvers to close the clip. The case was very difficult lasting approximately 6-7 hours. The metal inner device components came out of the cds handle during the last few minutes of the case during deployment of the clip onto the septum. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the echocardiogram images and still photos were reviewed by an abbott vascular senior medical advisor and the reviewer concluded the still photos provided confirmation of the difficulties with the device itself and the final result of patent foramen ovale closure system placement at the septal defect to secure the first clip and implantation of 2 clips on the valve. The clip delivery system (cds) was returned for evaluation, however, certain components of the system such as the actuator knob and the inner assembly (release crimper, crimping cam and collet) were not returned. The returned device analysis noted a twisted/bent dc (delivery catheter) shaft and bent mandrel proximal to the coupler, which indicated that an increased amount of tension was experienced by the device during the procedure. The inner assembly detaching from the cds is indicative of the release crimper not being fully crimped on to the crimping cam, as the collet located inside the crimping cam is not tightened onto the mandrel that runs through the collet. This can result in the mandrel being able to protrude out of the actuator knob. A loose release crimper from the crimping cam can potentially cause the clip actuation issues, as the mandrel is not able to translate fully upon clip actuation, and in this case this may have potentially led to the difficulty opening and closing the clip. Since the inner assembly was not returned with the device, the release crimper not being fully crimped onto the crimping cam could not be confirmed. The inner components detachment and material protrusion could have been the result of the advanced troubleshooting performed in attempts to open and close the clip and clip deployment. Thus, a definitive cause for the reported clip actuation issues and mandrel protruding from the actuator knob could not be identified. Potential causes for dc shaft bends can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the DHR confirmed this device passed all in-process and final inspections, including verification that the dc shaft met specification during the straightness verification test. Additionally, there were no non-conformances issued for this lot and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the dc shaft bend may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device, or excessive curves applied to the device by the user. The information provided stated that the dc handle was rotated several times during the procedure, and once the clip was in the left atrium, the cds appeared to be curved (dc shaft bend). In this case, since the actuator mandrel was found to be also bent at the dc shaft location, the bend in the actuator mandrel most likely caused the dc shaft to bend/curve during use. That bend in the mandrel may have been attributed to the dc handle being rotated several times during the procedure, resulting in bent mandrel and subsequently the bent dc shaft. Based on the information reviewed the reported issue appears to be related to procedural conditions and not a product quality deficiency. The performance of these devices will continue to be monitored.